Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right atrial (ra) lead was found to have dislodged, which was confirmed by x-ray imaging. Additional malfunctions of failure to capture and failure to sense were noted on the ra lead as well when the ra lead was interrogated. The ra lead was repositioned on (B)(6) 2022. The patient was stable throughout.